Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit passed the rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test. Thump software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any pump error 37 alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that a pump error 37 was found on 01/28/2026 22:27:26.000 through 01/29/2026 00:41:15.000, with several alarms noted. Line=795 file=121. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic stack. Corrosion was found on the motor home switch, leading to the alleged pump error 37. Corrosion was also found on the electronic assembly, including on both the external and internal battery connectors on pcb1. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer allegations for pump error 37 were confirmed when pump error 37 alarms were noted during download history review, caused by corrosion on the motor home switch. Due to additional corrosion noted on the electronic assembly, isolate to motor and electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 37 (drive count/time values or changes incorrect for moving or coasting, too slow or too fast). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1886 was requested, and the customer's response was that the device would be returned.